Manufacturer narrative:
Overall investigation summary: fse was called to site to clean up the injector after a procedure experienced a syringe break due to a loose syringe holder. The fse cleaned injector inside and out of contrast and blood and verified operation according to angiomat illumena contrast delivery system test and inspection data checklist (B)(4). Although after cleaning fse tested unit as ok, the customer wanted unit sent to service center for checkout. Unit was returned to lf service on rga (B)(4) where unit was cleaned calibrated and tested for proper operation. Unit was then qc tested for release and returned to customer. A review of cts shows no similar issues reported on this unit. Impact assessment summary: na. Root / probable cause code: materials - contamination. Root / probable cause summary: refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management complaint confirmed: yes. Disposition summary: unit ok for customer use.

Event description:
Incident reported by facility on (B)(6) 2020 for an event that occurred on (B)(6) 2020. Facility stated syringe busted after procedure due to loose syringe holder and went all over the injector inside and out, stating that there was blood and contrast in powerhead. Facility stated error message on injector, error 2003 - powerhead ram check failure. The event occurred during a procedure and there was no injury to patient or staff.